Event description:
It was reported that there were sensing difficulties with the right ventricular lead. In an attempt to reposition the lead, the helix would not extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.